Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. During in clinic follow up, it was also seen that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2025. Post procedural imaging discovered that the replacement lead had dislodged, and operation to reposition the replacement was successfully performed the same day. The patient was stable.